Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified mid to distal right coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.